Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was a worn/defective latch/lock sensor flex cable. The latch/lock flex sensor cable was replaced. During investigation, it was also found that the downstream occlusion (dso) seal was separating and was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing the cassette. There was no patient involvement reported.